Manufacturer narrative:
The insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing, however pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures during self test. The customer¿s blood glucose level was 157 mg/dl. The customer was able to clear the alarm and able to complete rewind the insulin pump. Customer performed self test and it was passed. The insulin pump will be returned for the analysis.